Event description:
Approximately seven months after cataract surgery with implantation of the crystalens iol, the lens was explanted and replaced due to persistant z malpositioning and increased astigmatism. Prior to the lens exchange, the physician had performed a yag capsulotomy. The patient is doing well now, and his prognosis is good. The association between the event and the iol is not known, however the physician described the event as "prolapse of iol through capsulotomy".